Event description:
The customer reported to olympus that the device had a pin sized hole in the rubber. Upon inspection and testing of the customer returned device, it was observed that the light guide coating was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported.

Manufacturer narrative:
In addition to event, the following defects were found: water-tightness not maintained due to holes in the rubber; the bending angle insufficient due to the elongation of the angle wire; the light guide bundle broken; the insertion part crushed; the curved rubber adhesive missing; the paint on the angle lever peeling off; and peeling of the light guide mounting base. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, the event was likely caused by physical stress, chemical stress, storage environment, or similar. Olympus will continue to monitor field performance for this device.